Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and bumpy rash under the therapy pads. It was also reported that the patient developed open blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended using cortisone and benadryl cream on the skin irritation. The physician also advised the patient to take the lifevest off throughout the day to let her skin air out. Follow up indicated that the patient's skin irritation comes and goes, and the patient is continuing to use the cortisone cream prescribed by her physician.